Event description:
It was reported that a spectrum pump was experiencing intermittent downstream occlusion errors. This occurred during the cleaning process, running 20ml at a rate of 100ml/hr. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, but the reported issue could not be reproduced. However, a review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be an out of specification force sensor pusher. The force sensor needs to be calibrated. Should additional relevant information become available, a supplemental report will be submitted.